Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis, the mandrel and stent protector were not returned. A visual and microscopic examination of the crimped stent found damage to most of the stent. The stent had moved approximately 6mm distally on the balloon. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion revealed a shaft polymer extrusion kink 136mm proximal to the device tip. Inner shaft polymer extrusion damage was noted 64mm proximal to the device tip; the inner lumen was twisted and accordioned, consistent with excessive forces being applied to the device which stretched the inner lumen. The bi-component bond showed no signs of damage or strain. An 0.014'' guide wire was entered at the device tip and tracked through inner shaft polymer extrusion, the guide wire could not pass through the shaft polymer extrusion damage. The guidewire was also entered at the port entry site and tracked through inner shaft polymer extrusion and again the guide wire could not pass through the shaft polymer extrusion damage. There was no issue with passing the guidewire through the shaft polymer extrusion kink. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. There was no evidence that the device was used in a manner inconsistent with the labeled indications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 14feb2017. It was reported that advancing difficulties were encountered. The target lesion was located in a coronary artery. A sheath was placed and a guidewire was engaged to the target lesion. A 2.50x24mm promus element¿ plus stent was inserted and the physician noted resistance while advancing. He tried several times to advance the device and was unsuccessful. The procedure was completed with a different device. There were no patient complications. However returned device analysis revealed the stent was damaged and had moved on the balloon.